Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had 2 events where blood glucose level was high at 500 mg/dl. The customer treated with the insulin pump. The customer also reported that they received change sensor, cannot find signal and sensor updating alarms. The customer declined troubleshooting for high blood glucose and sensor update. The sensor will be returned for analysis.